Event description:
It was reported that during a shoulder procedure the probe became clogged. The physician proceeded to utilize a different probe. It was further reported that the ceramic around the head of the second probe broke off. Further, the broken piece was removed and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Two units from lot 11165ae2 were implicated in this event. Additional information will be provided once the investigation has been completed.